Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no issues were found with the display screen; the display was found to be functioning appropriately. Unrelated to the complaint, the keypad was found to be unresponsive. There was no physical damage the keypad. The keypad cover was removed and no contamination was found under the key contacts. Also unrelated to the complaint, moisture was observed on the pcb and the keypad flex connector. The remaining steps were unable to be investigated due to the unresponsive keypad buttons. The battery compartment was also cracked from the top traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.